Event description:
Description: back releasel pivot plate right & left rigid black; back frame custom tall quickie 1. Quickie sales rep. Reports that the user got into a chair knowning the pivor plate was cracked. When he sat down, both pivot plates and the backrest broke. The user fell on the floor and tor stitches that had been placed in a recent flap surgery.